Manufacturer narrative:
Device received with blank-flashing white lcd due to cracked lcd controller on the electrical board unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd.

Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer was reported that the insulin pump was beeping and alarming with battery out. The customer was also reported that the display was flashing and insulin pump screen flashing when screen turned on after being in sleep mode. The insulin pump will be returned for analysis.